Event description:
It was reported to resmed (B)(6) that during the distributor's incoming inspection, the astral device stopped and the screen force. The device was not in use when the fault occurred, therefore, there was no pt involvement. MFR ref # 3004604967-2014-00078.